Event description:
The occlusion deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician was about to perform intervention and noticed that the occlusion balloon had deflated unexpectedly. The physician attempted to reinflate the occlusion balloon and it again deflated unepectedly. The device was removed from the pt.